Event description:
Potential for injury associated with a tdxsp-mcg power chair where the hardware support is broken. This issue could cause product instability that would not provide the user with the support necessary for their condition and the user could fall out of the chair and be injured.